Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscope (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during post-dilatation of a non-abbott stent in the mildly calcified mid right coronary artery, a 2.75x08 voyager nc balloon ruptured during the first inflation for 18 seconds at 16 atmospheres. The device was withdrawn from the anatomy and no additional dilatation was required. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.